Event description:
This report is being filed upon notification from our x-ray MFR to submit this event that happened in foreign country. Problem: a nurse fell over the cable of the injector angiomat illumina and broke her shoulder. The 5 cm thick cable is, together with other cables from different devices, standing before/running along a door where nurses go all the time.

Manufacturer narrative:
Results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.